Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. The machine alarmed appropriately with a major blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The physician was notified of the event and the patient¿s blood was not returned per physician¿s order. The patient was restarted on a new machine and treatment completed successfully with new supplies. Additional information was requested, however a response was not received. It was not reported that the patient experienced a serious injury, adverse event, or required medical intervention. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. The machine alarmed appropriately with a major blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The physician was notified of the event and the patient¿s blood was not returned per physician¿s order. The patient was restarted on a new machine and treatment completed successfully with new supplies. Additional information was requested, however a response was not received. It was not reported that the patient experienced a serious injury, adverse event, or required medical intervention. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.